Event description:
Event description guidant received information that a patient with this left ventricular (lv) transvenous pace/sense lead experienced ventricular fibrillation (vf) and fell, hitting her shoulder. It was reported that, following the injury, the lv pacing impedance increased to 2000 ohms and there was loss of capture noted. The caller inquired what the cause could be and what the next step should be.